Manufacturer narrative:
This event occurred at (B)(6). Section a: there is no patient involvement. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module would not provide power, and there was a clicking noise present after plugging it into the socket. The power module was removed from use.